Event description:
The nurse reported a system message displayed during surgery. The system primed and tuned with no issues noted. The event occurred during phaco sculpt. The system was rebooted but the system message would not clear. The case was delayed while another system was borrowed from another facility. There was a 2 1/2 hour delay. The pt was stable during this delay. The surgeon stated the pt presented one day post-op with slight stromal edema and a few wrinkles in descemet's membrane. There was no impact to the capsule and slight flare was noted. The surgeon stated that he anticipates a good outcome.

Manufacturer narrative:
The company service rep examined the sys and confirmed the sys message reported. The solenoid spacers were replaced and disposed off. The sys was then tested and met all product specifications. (B)(4).